Event description:
It was reported that during an appendectomy procedure, it was observed that the device got stuck and did not work. Changed to a new one to complete the procedure with a delay of four minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 b3: only event year known: 2026 d4: batch # 527d52 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the anvil opened, the firing trigger in the midway position, with no apparent damage and with a 6r45b reload loaded on the device. The reload was noted to be unfired consistent with a reload not used in the surgical procedure. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the firing trigger teeth were found broken. The damage found on the firing teeth of the device is consistent with the device experiencing an increase of the internal forces resulting in the component yielding as a result of firing through the device lockout mechanism. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It is possible that the device was attempted to fire through a locked reload in previous firings. It is likely that the previous cartridges used during the procedure and not returned for complaint evaluation would have exhibited damage to the cartridge lockout spring. It should be noted that ats45 devices are test fired 100% during manufacturing to ensure the device meets the require specifications; in addition, a sample of devices from a manufacturing batch are inspected and test fire as part of the finish goods quality assessment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 527d52, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.